Event description:
During pt treatment with cosmoplast, the needle popped off and product was lost. There was no injury to the pt or staff.

Manufacturer narrative:
Device evaluation summary below: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.